Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Blood glucose value was 150 mg/dl. The customer stated that this is a backup device she had been using for about two weeks but the battery drains and the insulin pump will turn off within 2 to 3 days. Customer was advised to discontinue the use of the device and revert to a backup plan. Device is out of warranty and would not be replaced or returned for analysis.